Manufacturer narrative:
The returned device analysis did not confirm the reported gripper issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information and return device analysis, a cause of the reported gripper issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure with an xtw, one of the grippers was not functioning during leaflet grasping attempts. The grippers were cycled two times before identifying the issue, and troubleshooting was performed. The device was removed to avoid prolonged procedural time. A new device was used to complete the procedure, reducing the mr to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.